Event description:
It was reported by the initial reporter that the switchpoint infinity software crashed and wiped all xml files. The customer had to bring in a video cart to maintain video until one of the sales associates was able to reload the xml files. There was less than a 30 minute delay in the surgery.

Manufacturer narrative:
There is no established expiration date for this device. Device evaluation anticipated, has not occurred yet. Name and whether the initial reporter was a health professional/title has not been obtained. Further attempts will be made for this information. Device manufactured date is october 2008. Device has not been evaluated yet. Video loss occurred during an endoscopy surgical procedure. The user used a mobile video cart to maintain video during the surgery. There was less than a 30 minute delay in surgery. Further information obtained will be communicated in a supplemental report. This is not a single-use device.